Manufacturer narrative:
Correction to h3 - device evaluated by MFR.

Manufacturer narrative:
The adhesive pad was not returned with the device. Inspection of the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device. The cause of the adhesive pad separation could not be determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when and how the tear occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod on the arm for less than 1 hour. The pod was reportedly tearing away from adhesive backing. A new pod was successfully applied. The device was returned and investigated. Investigation found a tear in the pod's cannula.